Event description:
The hcp reported that two weeks ago the pt's drug concentration was changed from 10 mg/ml to 20 mg/ml, but the pump was never updated with the new concentration. The hcp is now also adding clonidine to the patient's pump, and was requesting assistance for programming a bridge bolus from 10 mg/ml to the new 20 mg/ml and clonidine mixture with a daily dose of 7 mg/day. The hcp was advised that the pt has been receiving 14 mg/day since the drug concentration was changed two weeks earlier, but after the 14 hr bridge bolus the patient would be receiving 7 mg/day. The hcp was ok with this. The pt reported that the bridge bolus was performed and the pt was instructed to call the hcp immediately if they noticed any unusual symptoms. No pt symptoms were reported. The other drug in the pt's pump was not reported.